Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 24-jan-2024, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 24-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was trialing for a neurostimulator for spinal cord stimulation. It was reported that the trial leads were explanted due to an MRI showing epidural hematoma. Hematoma was surgically removed. The trial leads and wens were discarded. No further complications were reported/ anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2020, product type: screening device, product ID: 977d260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2020, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.